Event description:
Patient has a plastic port and his pcp asked the hospital to check it due to difficulty using it. Upon evaluation in or there was extravasation around the port consistent with leak. Family is aware and the pcp was contacted, who had already set appointment for replacement with hospital surgery team to remove port. Port was removed and discarded by the or. Patient tolerated procedure and was in stable condition throughout. Port a cath was discarded in the or--no other device information is available. Unknown when port was initially placed. Port was not placed at this facility: device information limited to what was in the medical record. Port was placed in right lower chest.device #1is this a laboratory device or laboratory test?no.